Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs alleging inaccurate control high readings on her husband's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the pt. The pt's daughter performed a quality control test and the results fell out of range on the high side. On the evening of (B) (6) 2010, the pt became ill and was exhibiting hypoglycemic symptoms; however, was not sure if it was hypoglycemic symptoms, since he never had experienced hypo's before. There is no info on what kind of exact symptoms the pt had been experiencing. The reporter contacted an ambulance in the early hours of (B) (6) 2010. The pt was taken to the ER where he was given IV fluids and antibiotics and his legs were "leaking" due to his diabetes. There is no info on what the pt's initial reading was in the hospital. Reporter was unable to provide the readings the pt had obtained on the meter, since she did not have the meter with her since the meter is currently in the hospital with her husband. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, whether the pt attempted to test their blood glucose on (B) (6) 2010, and whether the pt self-treated prior to going to the ER. It would have also been helpful to know the symptoms, readings in the ER and diagnosis in the hospital. Product was replaced. The complaint is being reported since the reporter alleged that due to the inaccurate control reading, the pt ended up developing symptoms and had to be admitted in the hospital and treated with IV fluids and was given antibiotics for their leg.